Manufacturer narrative:
The facility is alleging two users have sustained stitches while using the bed. Manufacturer has visited the facility inspected this bed and all other beds in the facility and found no manufacturing defects, and reports no sharp edges or burrs were observed. The incident had happened during a patient transfer and the resident reportedly had fragile skin. The facility is reviewing their patient transfer procedures. Manufacture views this unfortunate incident as a patient transfer error.

Manufacturer narrative:
The facility is alleging two users have sustained stitches while using the bed. Manufacturer has visited the facility, inspected this bed and all other beds in the facility and found no manufacturing defects, and reports no sharp edges or burrs were observed. The incident had happened during a pt transfer and the resident reportedly had fragile skin. The facility is reviewing their pt transfer procedures. Manufacture views this unfortunate incident as pt transfer error.

Event description:
The facility alleges the bed rail is causing skin tears and cuts requiring stitches and staples to two of their residents.

Event description:
The facility alleges the bed rail is causing skin tears and cuts requiring stitches and staples to two of their residents.